Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a lowest fingerstick blood glucose of 63 mg/dl and approximately 10 minutes under 70 mg/dl; the device did not issue low or urgent low alerts, and the event was managed with oral glucose and food per troubleshooting and education guidance. Symptoms included impaired thinking, anxiety, and sweating. Outcomes included self-treatment without assistance, no professional medical intervention, and no hospitalization. Investigation included complaint handling and user education review. Investigation of this case revealed no device alerts during the event and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.